Event description:
It was reported that the tubing became disconnected or came apart at a place where it should not. Could have caused the infant to lose a large amount of blood.

Manufacturer narrative:
We received one single pediatric dpt - vamp jr. Kit for evaluation. Blood was visible at the distal tubing male connector. The customer report of tubing detachment was confirmed. The pediatric tubing was completely detached from the proximal sample site (z-site) solvent bond joint. Indications of bonding solvent were present at a small area of the tubing's bonding surface. The tubing outer diameter was measured at .1095" near the point of detachment, which is within the allowable specification. The sample site inner diameter measured 0.104", which is also within the allowable specification. It appeared that the tubing detached due to inadequate bonding solvent at the bond joint. The failure was confirmed to be related to a manufacturing non-conformance. Actions were previously opened for this issue and the improvements are being added to the manufacturing process to address new complaints of this type. A review of the manufacturing records indicated that the product met specifications upon release.